Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of "the thermogard console (sn: (B)(4)) displayed mid:09 (air trap assembly) error message, and traces of saline was observed on the air trap assembly due to a possible leak from the start-up kit (suk)"was confirmed during the event log review and functional testing. The root cause for the reported complaint was due to overflow of saline into the air trap chamber, possibly as a result of a damaged start up kit (suk), likely caused by user mishandling. The issue was resolved by drying the air trap sensor board and sealing the small openings of the infrared sensors to prevent moisture from diffusing into the sensors. No physical damage was observed on the thermogard xp ivtm system during visual inspection. Event log data review was performed and revealed multiples mid:09 (air trap assembly) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. The system failed initial functional testing due to mid:09 error message, and therefore, the reported complaint was confirmed. It was noted that the openings that allow the infrared sensors to receive infrared signals were blocked with saline. The air trap sensor board was dried out, and the openings of the infrared sensors were sealed with clear coating to prevent moisture from entering the infrared sensors on the system circuitry. Following service, the thermogard console passed all tests with no issues and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
During patient ivtm therapy, the thermogard console (sn: (B)(4)) displayed mid:09 (air trap assembly) error message. The user observed traces of saline on the air trap assembly and suspected leak from the start-up kit (suk). It is unknown at what stage of the treatment the issue was noted. Another ivtm system was used to complete patient treatment. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.